Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. A trend was identified for false positive results. A corrective and preventive action (CAPA) has been opened to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 3 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 3 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported that 3 false positives.